Manufacturer narrative:
(B)(4). Results: eval for the returned product shows when tested the alarm powered on. The hold function button is missing. The unit passed other functional tests. The alarm case has damage near the battery compartment and bottom right corner of the case. The rj-11 molding is damaged and the pins are bent. The battery tabs are also bent. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (damaged, bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the alarm sounds continuously when the hold option is selected. Customer is using the alarm in addition with products (B)(4). The sensors are functioning properly. Customer checked the delay switch and reset the option to 4, but the results remain the same. Customer replaced the batteries. There is no visible damage to the outside of the unit. There was no pt incident or injury reported. Eval for the returned product shows that it powered on. The battery pins and tabs are bent.